Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of revj0073 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter presented a crack at the cannon with medication extravasation.